Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and force system sensor and excessive no delivery test. Pump received with normal operating currents. Pump passed the self test. Pump passed the restart error test. Pump pass off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer indicated via phone call that they have high blood glucose of over 600 mg/dl. At the time of the call, the customer had blood glucose of 533 mg/dl. The customer declined to check their settings. Troubleshooting advised customer that a tubing clamp will be sent to them and for them to call back to test the pump. The customer was advised to change the set, reservoir and insulin and treat per their doctor's instructions. The customer declined further troubleshooting.